Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more often and with longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded by the medical facility.